Manufacturer narrative:
Product analysis :visual inspection did not identify crack, fracture, or damage. Dimensional inspection confirmed head splay out of print specification. Unable to determine if the splay occurred prior to or during attempted construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent a surgery for extension of fusion and further decompression on (B)(6) 2016. Intra-op, tulip head of the screw splayed while trying to seat a lateral connector with a breakoff set screw. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.